Manufacturer narrative:
Qn# (B)(4) based on the investigation conducted, a leak was observed in the returned sample. A deep tear penetrating through the cuff was ident ified, extending from the outer surface to the inner surface of the cuff spigot. The observed deep, irregular through-wall tear suggests the possibility of contact with a sharp edge or tool, or the application of excessive force during pre-use handling, potentially occurring during movement of the connected syringe to stretch the inflation line prior to cuff deflation, as described in IFU. Functional testing of the returned sample demonstrated a pressure drop upon inflation, and the pressure could not be maintained, indicating the presence of a leak. Therefore, the complaint of cuff leakage was confirmed. However, the exact root cause of the defect could not be definitively determined at this stage. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube."